Event description:
A ventilator was alarming for low circuit leak during a check out procedure. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the sensor board was observed. The device's sensor board was replaced to address the issue.